Event description:
A surgeon reported that while performing refractive surgery ablation of a pt's left eye, the system displayed a shutter error and the laser stopped. The surgeon had slightly lifted the foot from the foot pedal causing the laser to stop and generate a shutter error. The laser was re started, programmed to continue the treatment, and the procedure was completed without consequences to the pt. The pt was seen at 1 day post op procedure and was very happy with visual outcome. No further information is expected for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).